Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). E3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected data compared with medwatch report: b2) hospitalization d1) filter femoral celect d3) cook / william cook europe aps 750 daniels way bloomington, in47404 united states d4) model # 192470 investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - (B)(4).

Event description:
Description of event according to medwatch report (mw5079701): "a cook celect vena cava filter (igtcfs-65-1-fem-celect-pt) was implanted in my husband on (B)(6) 2018. He died 2 weeks later ((B)(6) 2018), likely cause of death dvt (deep vein thrombosis), or undetected blood clot. Although his actual cause of death is listed as cardiac arrest. He had surgery for diverticulitis on (unknown date) and did very well with both surgeries. On (unknown date) a small blood clot was detected so blood thinners were ordered (heparin and coumadin). He appeared to be recovering, however around (unknown date/time), he had several bowel movements that included blood. Blood thinners were discontinued and it was recommended an ivc filter be implanted. We were told it was the safest course of treatment. Within days his legs began to swell and they became red, inflamed, and painful. He could barely stand and his condition became worse. Blood pressure was low, he was weak, and could not stand without assistance. While still in rehabilitation unit of the hospital, he suddenly and unexpectedly went into cardiac arrest and died. I believe the filter was the primary cause of death. While the intent was to stop the travel of blood clot to the lungs, it did not do its job. Physicians ignored the fact he was still forming blood clots and felt any blood clots would be intercepted by the filter, which was not the case. My husband died as a result".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: the investigation is based on the sus report only. According to the report the patient's legs began to swell and became red, inflamed, and painful days after filter placement. The patient's condition became worse and suddenly he went into cardiac arrest and died two weeks after filter placement. It is reported that the filter did not do its job, to stop the travel of blood clot to the lungs. No imaging was provided and no product was returned and based on the limited information provided it would be inappropriate to speculate at what may or may not have caused the patient's condition to become worse, and resulting in death, and if the filter performed as intended. Immediately, additional information could not be obtained, but the complaint will be reopened, in case it should become available at a later stage. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.